Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle after a cardiac ablation procedure using a 8.5f sheath. Reportedly, when the device was removed, the suture was separated. The suture was removed from the anatomy, and the knot was undone. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It was reported that a venous closure of the right common femoral vein was attempted with a prostyle device after an ablation procedure using an 8.5f sheath. It should be noted that the prostyle instructions for use (IFU), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the absence of using the pre-close technique would not contribute to a needle to cuff miss and/or suture separation. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.